Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that both infusion pumps were functioning correctly; however, one pump repeatedly generated an occlusion alarm. The patient was able to clear the alarm and indicated that they would reach out for troubleshooting and possible replacement if the issue recurred. The pump serial number, expiration date, pump position during the alarm, set flow rate, and volume delivered were unknown. There was patient involvement and no patient harm.